Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking on the right side edge seam. The leak was discovered prior administration to the patient. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
Cfn-(B)(4). The reported sample was returned for evaluation. The visual inspection and functional testing identified the reported condition as a moderate leak that allowed a steady stream of water located on the right lower edge by the tube-side bag weld. Magnified inspection of the leak location identified an edge gouge, with a removed area of eva (light abrasions and fraying visible). Additionally, the manual add port had been spiked. As manual additions are made after the bag is filled, it is unlikely additions to the bag's contents would have been made if a leak of this nature was present. Based on the evaluation findings and the customer report of identifying the leak prior to patient administration, the condition was determined to have occurred during customer handling of the device. Should additional relevant information become available, a follow-up report will be submitted.